Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No prime or fill anomaly and no bolus stopped alarm noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump taking a very long time to prime and using more insulin to prime and blousing not correctly. The customer¿s blood glucose level was unknown at the time of the incident. The device will not be returned for analysis.